Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noisy signals, with a signal artifact monitoring (sam) episode stored as a result. Technical services (ts) was consulted and discussed stored data, with all measurements within normal limits so electromagnetic interference (emi) was suspected as the cause. This device remains in service. No adverse patient effects were reported.